Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 811 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and self tests. Also found several no delivery alarms in the alarm history. Advised the caller that the customer should¿ve changed the infusion set when getting the no delivery alarm. There was no tubing clamp or hemostat to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.